Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w 2.9d retainer ring = clear pump type = ngp on (B)(6) 2018, the customer alleged was for high bg. The test p-cap locks properly in place in the reservoir compartment noted, however, damage to the retainer ring was noted. Pump received with pillowing keypad overlay, cracked keypad overlay, missing display window/cover, battery tube threads - cracked, label damage(serial number label stained), cracked retainer and corroded battery tube during the visual inspection. Thus was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement test and dat at 0.0870. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor assembly. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Moisture damage on the electronic assembly and motor assembly was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had high blood glucose. No harm requiring medical intervention was reported. The troubleshooting was not performed. The device will not be returned for analysis. Updated summary: it was reported that the insulin pump was returned for analysis.